Event description:
The st. Jude medical rep reported that during a follow-up, over 255 episodes along with 29 events were observed on the stored egm directory. There was also evidence of noise on the stored and real time electrograms. After reviewing the electrograms, st. Jude technical services determined that the device was generating the noise. The physician was advised to do thorough testing of the lead as this type of damage has been observed when the ICD has shocked into a damaged lead. The device was programmed off and scheduled for replacement. In 2001, the lead was tested during generator replacement and no problem was found with its structural integrity. The device was explanted and will be returned for evaluation.